Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) for evaluation. The subject breathing circuit was visually inspected and pressure tested for leaks. Results: visual inspection of the complaint breathing circuit revealed that the collar at the patient end of the expiratory limb was cracked. The pressure test revealed that the breathing circuit exhibited some leak and was out of specification. A lot check revealed one other complaint of this nature for the lot number provided. Conclusion: we were unable to conclusively determine what has caused the collars to crack; however, based on our previous investigations it is possible that the crack is due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject rt380 adult breathing circuits would have met the required specification at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative, that the collar of the the expiratory limb of the rt380 adult dual heated evaqua2 breathing circuit has been found cracked. No patient consequence was reported.